Manufacturer narrative:
H.6 investigation summary one video sample was provided to our quality team for investigation. The final product for lot ta11664 is assembled and packaged at a supplier site. We notified the supplier of the reported issue and provided the photo for evaluation. Upon visually inspection, a crack was observed in the y-site. Retained samples were used for additional evaluation, there were no visual defects noted and all product was manufactured according to specification. It was thought that excessive force by the operator when connecting the connector piece to the y-site could have been a potential cause for this incident. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on available information, we were not able to identify a definitive root cause at this time. A project has been initiated and personnel are looking further into this issue to reduce any reoccurrence. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends. Several samples were shipped to CT scan for microscopy analysis and the outcome of data analysis did not provide valuable information about the root cause because the cracks were observed but nothing else. The information of this complaint was sent to a subcontractor to perform the investigation. According to the report rc-2020-121 manpower may be a cause of the problem according to the available information due to an excess hand force by screwing the phaseal connector to the y-site connector once both primer and loctite has been applied as per work instruction. To determinate the root causes the following aspects to have been considered during the CAPA # (B)(4) investigation in term of investigation activities, we are most focusing in the y-site failures.y-site cases are the most issues that we are having and it is still not resolved. In consequence and as agreed with the team has performed the following actions in order to determinate the root cause: ¿ produce samples with different levels of screwing to see if the result on torque test has influence: o 3 runs of (B)(4) with 90 degrees torque (B)(4) with 180 degrees torque (B)(4) samples until end of screw. These (B)(4) are being tested for torque and leaks, after being subjected to sterilization. ¿ at the beginning, they apply an extra screw after complete screw. ¿ she confirmed that with this method, they (the operators), noted that some y-site cracked during the assembly and were discarded in-process. ¿ during the run, she advised to us about the units cracked in process so is reasonable to think that some units were not cracked during the assembly process but they were extremely stressed and this is likely causing the cracks. Some lots ago, they just screw until the end of the turn and stop the force. The torque test show the following results: ¿ 90 degrees torque: a minimum value of 36,4 n/cm with an average of 57,4 n/cm ¿ until end of screw without force: a minimum value of 66,4 n/cm with an average of 110,27 n/cm ¿ until end of screw with force: a minimum value of 71,3 n/cm with an average of 115 n/cm. Some units already shows cracks in the y-site. Considering all the investigation the most likely root cause seems to be an extra force made by the operator during the manual assembly of the sc35_sub (phaseal connector + y site). This extra force is causing the crack in the y-site. The cracks occur in the closure of the mold which is the point where the piece must withstand the force when the phaseal connector is assembled. Inspections and test ¿ the applied measurement (in this case visual inspection) is made according to iso 2859-1 the set c62 was manufactured according to specifications at almaraz plant and it was checked twice by different quality inspectors and the corresponding records do not show similar issues.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter: c62 leaking. After priming and shooting medication through the c62, it is observed that the medication is leaking from the connector at the y site. The connector position has shifted and believed to be cracked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter: c62 leaking. After priming and shooting medication through the c62, it is observed that the medication is leaking from the connector at the y site. The connector position has shifted and believed to be cracked.